Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Patient reported "bilateral pain, and possible capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell and others, fold creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a crease sharp broken on radius. Based on the device analysis the final assessment is: a crease sharp broken on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Patient reported "bilateral pain, and possible capsular contracture baker grade unknown." Healthcare provider confirmed capsular contracture baker grade iii/IV as well as rupture. Device has been explanted.